Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the catheter was obstructed by tissue at the catheter connection. The catheter was replaced. No patient complications were reported. After catheter replacement the patient was doing well.